Manufacturer narrative:
Films review summary: the exact cause of the type ib endoleak reported on the right limb 1-week post-implant could not be determined from the pre-implant films provided. Images during implant and post-implant films were not available for review, and the reported endoleak events could not be assessed. A returned pre-implant 3d-CT film report confirmed that the proximal neck diameter was 19mm, 18mm in length, and was moderately angulated ~50 deg maximum. The common iliac arteries were non-tortuous with slight calcification present; however, the take-off of the lcia was acutely angulated laterally. The rcia length was very short; 24mm length. The amount of distal stent graft seal length within the right iliac at implant is unknown, and it is possible that implanting within the short (24mm) right iliac may have led to the distal type I endoleak. The cause of the additionally reported possible type 3 or type 4 endoleak seen in the left limb during the intervention, which the physician chose to treat by relining with an additional endurant limb, also could not be determined from the pre-implant films provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 87mm diameter abdominal aortic aneurysm. It was reported that a CT completed six days later, showed a possible type ib endoleak. An intervention procedure was completed four days later. An additional stent graft limb was implanted proximal to the right hypogastric artery providing seal. The physician also chose to place an additional limb in left limb to cover a possible type iii or IV small jet to ensure this was the final intervention. The cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.